Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data. Reportedly, the customer continued using the pump for insulin therapy. Customer's blood glucose was 277 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information; however, customer did not respond.